Event description:
The rapidcross balloon was used in a radial artery. The rapidcross balloon was inflated to 2 atm's and the physician reported that the balloon burst. A 2.5 x 80 rapidcross was then used and was inflated to the burst pressure without incident. Investigation of the returned device found the rapidcross balloon was separated into two pieces at the rx port.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.